Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following complete release of this 29 millimeter (mm) transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was observed. It was decided to implant a second 29 mm transcatheter bioprosthetic valve into the previous valve. A appropriate result was obtained. No additional adverse patient effects were reported.